Event description:
In 2009, the lay-user/reporter contacted lifescan, alleging that a one touch ultralink meter was reading inaccurately high. The medical surveillance specialist (mss) spoke to the reporter directly the following month, and was able to obtain/verify information. The patient tests her blood glucose 5-6 times a day. She manages her diabetes with humalog insulin taken via an insulin pump. It is not known as to what date/time the alleged issue began. The reporter mentioned that a few weeks ago, the patient had a seizure upon waking up in the morning. She had no history of seizures prior to the event. During the seizure, the reporter tested the patient's blood glucose with the reported meter, and got a result of "77 mg/dl." Within 10 minutes of testing, the patient's blood glucose was tested on a paramedic's (ems) meter and a result of "41 mg/dl" was reportedly obtained. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The paramedics treated the patient with oral glucose. Then, one month prior, the reporter claimed that the patient suffered another seizure at around 7:50 am. Again, the reporter claimed that she tested the patient during the seizure and a result of "75 mg/dl" was obtained on the reported meter. Within a minute of testing, the reporter claimed that paramedics tested the patient's blood glucose with another ems meter and a result of "44 mg/dl" was obtained. Based on statistical methodology, the calculated difference of these glucose results also exceeds the expected value of <= 30% and/or <= 30 mg/dl. Again, the patient was treated with oral glucose. The reporter mentioned that the nights before each event, the patient felt fine, ate dinner as usual, and got unspecified meter readings that she did not question or feel were inaccurate at the time. The reporter concluded, however, that the patient had possibly overdosed on insulin via her pump based on inaccurate high meter readings prior to each event. The reporter claimed that she performed and failed a control solution test using the reported vial of test strips. The reporter claimed that she performed a 2nd control solution test using a new bottle of test strips and the test passed. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter alleged that the patient claimed that the patient suffered 2 seizures after taking too much insulin based on her meter readings.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.